Event description:
On (B)(6) 2019, the patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. It was reported that the patient¿s aorta was tortuous. When an ipsilateral leg of the trunk ipsilateral leg component was deployed, the right internal iliac artery was unintentionally covered due to insufficient push-up. Although the pushing up using a balloon was performed, it did not succeed. During the procedure, a type ii endoleak originated from the lumbar artery and distal type I endoleak from the right limb were observed, but the physician chose to monitor these endoleaks. The patient tolerated the procedure.